Event description:
Probe would not make a specimen cut due to the multiple l3 error codes. The doctor was able to finish the breast biopsy using another mhh11b probe. The probe will be returned for evaluation. There were no patient consequences reported.